Manufacturer narrative:
There is no 510(k) number as the evo oxygenator is not distributed in the united states. However, the device heat exchanger is representative of heat exchangers used in oxygenators which are marketed in the u.s. Sorin group (B)(4) manufactures the evo oxygenator. The incident occurred at (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The unit was returned to sorin group (B)(4) for eval. Testing confirmed low heat exchange performance. Autopsy revealed that the heat exchanger module has been improperly assembled. The wrong external heat exchanger housing was mounted on the evo oxygenator. The mis-assembly changed the heat exchanger fluid dynamics, causing the poor performance. Similar heat exchangers housings are manufactured by sorin group (B)(4) for other oxygenator models. The same mis-assembly could occur on these models. All the personnel involved the assembly of heat exchangers have been trained in order to clarify the different heat exchanger configurations and a CAPA has been initiated to further investigate the issue. The report stated that the pt was not adequately re-warmed. Therefore, a medwatch report is being filed.

Event description:
The perfusionist reported poor performance with the oxygenator heat exchanger. The blood temperature in the oxygenator was only 35 degrees celsius and could not be increased. There was no report of pt injury.